Event description:
Removal of endosseous dental implant. Two implants were placed in class ii bone on 11-20-96 during a complex procedure in which osteotomes were used in the sinus area. Bone augementation was done using bio-oss. The implant placed in site #14 was removed on 4-2-97. The clinician states that the failure may be due to limited bone in the site. The clinician also reports that the patient had 9 implants placed previously and has a history of periodontal disease and is a smoker.

Manufacturer narrative:
The manufacturer has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.